Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 20mm in length, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified, 4.50mm in diameter left anterior descending (lad) and left circumflex (lcx) arteries. A non-bsc ebu3.5 6f guide catheter was placed and a non-bsc guidewire crossed the lesion. The lesion at the lad was predilated using a 2.50 x 15 emerge balloon catheter and stented with a 2.50x48 synergy drug-eluting stent, followed by post dilatation with 3.00 x 8 nc emerge balloon catheter. As for the lcx, the physician reused the non-bsc wire and predilated the lesion with a 2.50 x 15 emerge balloon and subsequently attempted to advance the 3.50 x 20 synergy drug-eluting stent to the lesion but it could not be delivered. The device was removed from the patient's body and it was noted that the struts flared up and was deformed. The lesion was further prepared with a 3.00 x 15 non-bsc dilatation balloon. The procedure was completed using a 3.50 x 23 non-bsc stent followed by post dilatation with 3.50 x 15, 4.00 x 8 and 4.50 x 8 nc emerge balloon catheters. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 20mm in length, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified, 4.50mm in diameter left anterior descending (lad) and left circumflex (lcx) arteries. A non-bsc ebu3.5 6f guide catheter was placed and a non-bsc guidewire crossed the lesion. The lesion at the lad was predilated using a 2.50 x 15 emerge balloon catheter and stented with a 2.50x48 synergy drug-eluting stent, followed by post dilatation with 3.00 x 8 nc emerge balloon catheter. As for the lcx, the physician reused the non-bsc wire and predilated the lesion with a 2.50 x 15 emerge balloon and subsequently attempted to advance the 3.50 x 20 synergy drug-eluting stent to the lesion but it could not be delivered. The device was removed from the patient's body and it was noted that the struts flared up and was deformed. The lesion was further prepared with a 3.00 x 15 non-bsc dilatation balloon. The procedure was completed using a 3.50 x 23 non-bsc stent followed by post dilatation with 3.50 x 15, 4.00 x 8 and 4.50 x 8 nc emerge balloon catheters. There were no patient complications reported and the patient status was stable.